Event description:
On (B)(6) 2025, an email was received from johnson and johnson vision care legal department to advise of receipt of a complaint where a patient (pt) underwent a left eye (os) amniotic membrane transplant with an acuvue® oasys® brand contact lens) cl on (B)(6) 2024 for the treatment of dry eye syndrome and punctate keratitis. On (B)(6) 2024, the pt went to an eye care professional (ecp) for follow-up of primary open angle glaucoma (poag) and further evaluation and management of dry eye syndrome in the os. The pt reported using a gel nightly and drops 1 to 2 times a day (medication names not provided). The pt noted that the left eye ¿bothered¿ the pt when reading and was blurry compared to the right eye (od). The pt was educated as ¿spk (superficial punctate keratitis) os appears stable to last exam (date not provided) despite using systane at bedtime¿. The pt will return within the week for amniotic membrane placement os. On (B)(6) 2024, the pt returned to the ecp¿s office for an os amniotic membrane transplant without sutures. The pre-op diagnosis was noted as dry eye syndrome and punctate keratitis. The ¿amniotic membrane was placed into an acuvue oasys bc 4.4 +0.50 contact lens¿ and placed onto the os. Proparacaine drops were used for anesthesia. Post-procedure, the pt was instructed not to rub the eye and advised to call immediately for any pain, lid swelling, tenderness, discharge, or loss of vision. The pt was instructed to return on friday for follow-up and lens removal. On (B)(6) 2024, the pt woke with pain and redness in the os. The pt called the ecp office and was advised to ¿use the pt¿s eye drops.¿. The pt advised that the eye drops were used as instructed with no relief of symptoms. On (B)(6) 2024, the pt woke with clouded vision, eye pain, and ¿fluid seeping from the os.¿. The pt called the ecp to report the worsening symptoms, was advised to continue using the eye drops, and to return to the office on (B)(6) 2024. On (B)(6) 2024, the pt returned to the ecp¿s office. The pt reported the os had been red and irritated since tuesday evening with worsening symptoms of swelling and redness. The pt did not use any eye drops yesterday. The os slit lamp eye exam noted: - os conjunctiva: 3+ chemosis, discharge, purulent discharge, watery and 4+ injection. -os cornea: corneal edema 4+, reduced tear meniscus and punctate epithelial erosions. -os anterior chamber: hypopyon (presence of pus). -os iris: normal, without rubeosis. Impression/plan noted: -bandage cl removed. -extreme adverse reaction- likely bacterial keratitis vs allergic -refer for further evaluation and treatment. On (B)(6) 2024, the pt presented to an ophthalmologist for emergency evaluation. Note: the pt had an amniotic membrane placed on monday. Pt states tuesday morning, the pt woke with a foreign body sensation. The pt experienced red eye and ¿weeping.¿ on wednesday morning, after a night of no rest due to the ¿extreme pain in os,¿ the experienced a ¿throbbing¿ pain. The os was completely ¿sealed shut due to mucus wednesday morning.¿ the pt had to apply warm compresses to loosen the mucus in order to open the os. The pt called the treating ecp and advised the pt to come in on the following day, thursday. The pt was seen by the treating ecp this morning who removed the cl that was placed and sent the pt to be seen today. The pt has a history of glaucoma, currently using lumigan drops. Pt states the pain is 4 to 5 out of 10. The pt has recurrent sinus infection and congestion recently. Impression and plan were significant for: -ocular pain os, educated pt pain is secondary to endophthalmitis/corneal ulceration. -acute endophthalmitis os> pt reported having amniotic membrane and bandage contact lens placed on (B)(6) 2024. -refer to university emergency room for consult and continue care there until resolved and will follow-up here once released. ¿given appearance of anterior segment of eye, concern for endophthalmitis. Discussed concern for visual recovery,¿ but best chance to be seen at a multi-specialty in house. -central corneal ulcer os, large corneal ulceration with hypopyon. -hypopyon os, secondary to corneal ulceration. -follow-up, refer to emergency. On (B)(6) 2024, the pt presented to an emergency room for evaluation for concern for an os eye ulcer versus endophthalmitis. The pt¿s ecp ¿put in an amniotic membrane in the os three days ago to treat the pt¿s dry eye. Two days ago, the pt felt like the eye was extremely uncomfortable and yesterday discharge began to come out of the eye. The pt also experienced black floaters without flashes os, starting wednesday. On (B)(6) 2024, the treating ecp took out the amniotic membrane and referred the pt to an ophthalmologist who sent the pt to the university eye clinic with concern for ulcer versus endophthalmitis. The eye exam noted: va (visual acuity), lp ¿ iop 10 (stopped timolol and lumigen 1 to 2 days) os with 7mm defect os with 3.5mm hypopyon and surrounding fibrin in the ac (anterior chamber) ¿ b-scan without concern for vitritis. On (B)(6) 2024, the pt presented an ophthalmologist at an eye clinic for evaluation. Exam: ¿interval enlarged epithelial defect and hypopyon, no discreet corneal infiltrate; repeat b-scan today concerning for endophthalmitis, and remains lp, slight improved discomfort.¿ on (B)(6) 2025, the pt presented to a clinic for treatment. The exam notes indicate: -¿interval enlarged epi defect and hypopyon despite every hour around-the-clock, antibiotics for 48 hours -erythema, warmth tracking close to orbital rim, concerning for orbital inflammation. -ngtd (negative) on cultures. -given interval worsening on near mmt with prior b scan concerning for endophthalmitis, will confer with our retina colleagues for consideration of tap/ inject. -taper antibiotics to avoid a component of medicamentosa: -decrease fortified tobramycin and vancomycin to every two hours while awake -continue oral avelox -start doxycycline 100 mg bid -start cyclogyl bid -tap & inject by retina¿ on (B)(6) 2024, the pt presented to the eye clinic. Exam notes indicate: -¿pain 6/10, questionable if any change symptomatically. -large diffuse now consolidated corneal infiltrate, no view to ac, mild stable temporal thinning. B-scan stable. -start prednisone forte (steroid) bid.¿ on (B)(6) 2024, the pt presented to the eye clinic. Exam notes indicate: -¿today with progressive stromal lysis, central area of perforation. -will proceed with therapeutic pkp (penetrating keratoplasty), needs urgent surgery given perforation and failure of medical therapy, plan for surgery tomorrow with ophthalmologist¿. On (B)(6) 2024, the pt presented to the eye clinic to¿ undergo an os penetrating keratoplasty for keratitis of the os due to bacterila.¿ no complications were noted during the procedure. On (B)(6) 2024, the pt presented to the eye clinic. Examination notes indicated: -¿pow2 (post-operative week 2) status post pkp with intravitreal (injection into the vitreous cavity of the eye) vancomycin/ceftazidime -va lp -iop soft last visit, off timolol/lumigan today remains 8.5 -large (corneal) epithelial defect centrally, regrowing sn and in -mucus plaque at ghj (graft-host junction) from 4-7, 1 mm fibrin layered inferiorly -still with intense headache pain, different character to pre-op discomfort. Plan: - ¿follow up aerobic, anaerobic, fungal, afb and amoeba cultures, pseudomonas, pansensitive -or cx and vitreous cx ngtd -vancomycin qid, tobramycin qid -off timolol bid and lumigan qhs od -completed oral course of avelox. Did not tolerate doxycycline. -cyclosporine bid -pf (preservative-free artificial tears) q2h¿. Problem list: items addressed this visit ¿1. Bacterial keratitis ¿ current assessment & plan -patient with perforation of pseudomonas corneal ulcer- purportedly after placement of an amniograft and scl at the pt¿s ecp office for dry eye or ocular surface disease. S/p pkp with a stable anterior segment and resolution of hypopyon. Severe chemosis and hemorrhage remain. 2. Acute endophthalmitis of left eye ¿ current assessment & plan -repeat ultrasound of posterior segment appears to demonstrate increased inflammation of the vitreous cavity. Concern over endophthalmitis/panophthalmitis. Retina consulted and they have ordered systemic corticosteroids. -relevant orders: b-scan ultrasound ¿ both eyes (completed) 3. Keratitis of left eye due to bacteria¿ no additional medical information was provided. No additional information is expected. The os lot number is unknown. It is unknown if the suspect os cl is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed, as appropriate.